Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio vue meter would not turn on. This complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on an unspecified date, about two years prior to contacting lfs, the ¿meter remained dark and did not turn on¿. The patient did not advise what medications she uses to manage her diabetes or if she made any changes to her usual routine of diabetes management in response to the alleged product issue. She advised the csr that she experienced ¿hypoglycaemia¿ and explained that she obtained a blood glucose reading of ¿66 mg/dl¿. The patient also stated that she was advised by her doctor to take glucose tablets and glucose gel to treat her symptoms. At the time of troubleshooting, the csr confirmed that the patient was using the correct test strips. The csr also noted that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The csr confirmed that the patient was unable to turn on the meter with a test strip, per owner¿s manual. The meter involved in this complaint has been replaced. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event while using the subject device.